Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. The deployment sequence was started. After first establish final arm angle (efaa) the arm positioner was placed in closed neutral to remove the lock line. Another efaa was performed and the arm positioner was returned to neutral to remove the release pin, exposed the groove, and finally deployed the clip. The mr was grade 1, then increased to grade 1-2 after deployment. Mr was coming through the clip. After the clip detached from the clip delivery system (cds), it had opened approximately 2-5 degrees from the fully closed position. The procedure was completed with one clip implanted. There were no adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product quality issue. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.